Event description:
An engineering investigation was initiated based upon field failures of product display screen. A failure of screen could result in an inability to monitor a pt and provide device therapy.